Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will not be provided in the supplemental report.

Event description:
The pt was hospitalized and treated for ketosis in the intensive care unit from (B)(6) 2011 and was then transferred to the regular care unit (B)(6) 2011. The reason for hospitalization was a kinked infusion set cannula (competitor product). The pt's mother reported the infusion device did not properly display w1 (cartridge low) warning or e4 (occlusion) error. No further info is available. The infusion device was requested to be returned for eval.